Event description:
It was reported that while using bd facs sample prep assistant ii, waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, "it was reported by the customer that the wash tower is overflowing." Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No leak (if yes explain)? Yes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is limited to part: 337170 spaii and serial number: (B)(6). ¿ problem statement: customer reported: wash station is overflowing ¿ manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 21apr2021 to date 21apr2022 (rolling 12 months) ¿ complaint trend: there are (B)(4) complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2021 to date (B)(6) 2022 (rolling 12 months) ¿ investigation result / analysis: per fse report: found: wash tower overflowing ¿ replaced coupling body valve and coupling insert valve. Verified performance purging fluids and running a sample prep. Instrument operating within bd specifications. O sample preparation was not affected. There was no delay in patient treatment due to any unexpected results. ¿ service max review: review of related work order# (B)(4). Install date: 08mar2005. Defective part number: 640520-coupling body and 640521-coupling insert work order notes: o subject / reported: wash station overflowing. O problem description: wash tower overflowing. O cause: defective connectors. O work performed: replaced couplings. O solution: replaced couplings. ¿ returned sample evaluation: did not request return of defective parts. ¿ manufacturing device history record (DHR) review: review of the DHR for serial number: t0109 and (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ risk analysis: o risk management file part #(B)(4), revision 03 was reviewed. O hazard(s) identified?: yes / no. O hazard ID: 3.1.29 _. O hazard: environmental biohazard. O severity: 5. O probability: 1. O risk index: 5. O implementation: bd facs sample prep user¿s guide. O risk control:afap. O mitigation(s) sufficient yes / no. ¿ root cause: based on the investigation result and the fse¿s report the root cause was defective connectors. ¿ conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the wash station overflow. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is limited, s2, and there was no impact to the patient health or safety. H3 other text : see h10.

Event description:
It was reported that while using bd facs sample prep assistant ii, waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, "it was reported by the customer that the wash tower is overflowing." Was the leak liquid or air?: liquid. Was the leak contained within the instrument? : not contained. Was there spray of liquid?: no. What was the fluid that leaked?: biohazard. Did biohazard leak before or after waste line?: before waste line. Was the customer/bd personnel physically in contact with the fluid?: no. Are you using this product for clinical diagnostic test?: y. Were erroneous results reported and used to treat a patient?: n. Was there any injury or potential injury? : n. Leak (if yes explain)?: y.